Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had multiple admissions over the years for driveline infection. The patient had a long-standing driveline infection and was treated with intravenous (IV) antibiotics for over a year the patient had multidrug resistant pseudomonas super imposed on achromobacter. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to secondary to progressive decline with driveline infection. The outcome was not considered device or therapy related. The cause was secondary to progressive decline with driveline infection. No autopsy was performed. The pump was not explanted and would not be returned.